Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device change out procedure, this right atrial (ra) lead also needed to be surgically abandoned. The ra lead was found to be exhibiting oversensed noise which resulted in pacing inhibition. Loss of capture was also observed, but no asystole. The ra lead was successfully replaced. No additional adverse patient effects were reported.